Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not completing seal. There was end tone and evidence of energy delivered, but it was unknown if regrasp alert was heard. There was no patient injury.